Event description:
Same case as MFR report #2134265-2010-03490 it was reported that during a stenting treatment procedure, the device got stuck. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm maverick balloon after which the stenosis in the lesion was reduced to 5-10%. First, a promus element stent was successfully deployed in the proximal rca. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced to the mrca but it got stuck to the stent strut of the just placed stent. During the attempt to remove the sds, the 3.0x28mm promus element stent got stretched. It was also reported that the already placed promus element stent in the proximal rca was affected as it was 'pushed down.' The procedure was completed by placing a 3.0x28mm promus element stent in the mrca. There were no patient complications and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned device revealed the stent moved on the balloon and was damaged. The proximal edge of the stent moved and was 25mm distal to the proximal markerband. The struts in the mid to distal section of the stent were pulled apart and misaligned. The balloon and tip sections of the device were further examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR report #2134265-2010-03490. It was reported that during a stenting treatment procedure, the device got stuck. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm maverick balloon after which the stenosis in the lesion was reduced to 5-10%. First, a promus element stent was successfully deployed in the proximal rca. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced to the mrca but it got stuck to the stent strut of the just placed stent. During the attempt to remove the sds, the 3.0x28mm promus element stent got stretched. It was also reported that the already placed promus element stent in the proximal rca was affected as it was 'pushed down.' The procedure was completed by placing a 3.0x28mm promus element stent in the mrca. There were no patient complications and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MFR report #2134265-2010-03490. It was reported that during a stenting treatment procedure, the device got stuck. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm maverick balloon after which the stenosis in the lesion was reduced to 5-10%. First, a promus element stent was successfully deployed in the proximal rca. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced to the mrca but it got stuck to the stent strut of the just placed stent. During the attempt to remove the sds, the 3.0x28mm promus element stent got stretched. It was also reported that the already placed promus element stent in the proximal rca was affected as it was 'pushed down.' The procedure was completed by placing a 3.0x28mm promus element stent in the mrca. There were no patient complications and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).